Manufacturer narrative:
(B)(4). At this time, the device is not expected to be returned. If the device is returned at a later date, this report will be updated.

Event description:
Additional information was received that the s-ICD was explanted due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI = (B)(4). This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device recorded a battery depletion alert and reached end of life (eol) battery status. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific).

Event description:
Boston scientific received information that a health care professional (hcp) reported that the patient was last seen in the clinic one year ago and the subcutaneous implantable cardioverter defibrillator (s-ICD) battery capacity was at 69 percent. Today the device is showing end of life (eol). Boston scientific technical services (ts) discussed this is not expected operation and recommended immediate replacement. The hcp will discuss further with the physician and company field representative. No adverse patient effects were reported. Additional information was received that the s-ICD was explanted due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the field representative was contacted but had no further information to provide. The field representative will follow-up with any new information he becomes aware of. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a health care professional (hcp) reported that the patient was last seen in the clinic one year ago and the subcutaneous implantable cardioverter defibrillator (s-ICD) battery capacity was at 69 percent. Today the device is showing end of life (eol). Boston scientific technical services (ts) discussed this is not expected operation and recommended immediate replacement. The hcp will discuss further with the physician and company field representative. No adverse patient effects were reported.